Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate compared to fingerstick values on (B)(6) 2014. Patient was in the hospital for surgery unrelated to both the cgm and diabetes. After the surgery, patient was given a dye. The readings were inaccurate after the surgery. The device read 55 while the fingerstick value was 327. Patient's husband did not report any injuries or medical intervention at the time of contact with dexcom technical support.